Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that part of the evacuator broke and remained inside of the patient. An additional surgery was required to retrieve the piece.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "10 to avoid the possibility of drain damage or breakage, please follow these steps: a. Avoid suturing through drains, b. Drains should lie flat and in line with the skin exit areas, c. Particular care should be taken to avoid any obstacles to the drain exit path, d. Drains should be checked for free motion during closure to minimize the possibility of breakage, e. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments as these could cause cuts or nicks and lead to subsequent structural failure of the drain, f. Surgical removal may be necessary if drain is difficult to remove or breaks." The device was not returned.

Event description:
It was reported that part of the evacuator broke and remained inside of the patient. An additional surgery was required to retrieve the piece.